Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One guidewire and one introducer needle were returned for evaluation. An inner core wire was observed protruding through the outer coil wire. When viewed under magnification, damage was noted to the introducer needle bevel. Based on the findings, the investigation is confirmed for the reported guidewire damage, specifically a frayed guidewire. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 1859660 implantable port experienced a fracture and frayed material. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.